Event description:
Pt was revised to address suspected femoral loosening. Intraoperatively found that the femur was well fixed. Osteolysis was present.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation did not find any evidence of product problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.